Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable sodium (na+) result for 1 patient sample tested on a cobas b 221 instrument. The initial na+ test resulted with an error message. The first repeat result was 121.3 mmol/l and was reported outside of the laboratory. The second repeat na+ result was 137.9 mmol/l. The na+ electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
Qc data from prior to the event, at the time of the event, and after the event was acceptable. Sensor calibrations were stable and within specifications over time. The electrode lot number was 21583347 with an install-by date of (B)(6) 2019. The in-use time for the electrode is 34 weeks. The electrode had been on the analyzer for one year at the time of the event and had exceeded its permissible in-use time. The certificate of analysis for the electrode showed no deviations.